Manufacturer narrative:
Manufacturing site evaluation: device was not provided for evaluation. Pictures were provided; the laser engraving on the instrument indicates a manufacture date of october 2013. A complete investigation could not be performed. A review of the manufacturing process indicates that the screws are tightened by hand, a special thread-lock is not used. The device history record of the manufacturing documents were reviewed and found to be according to the specifications valid at the time of production. There is no indication of a manufacturing error. Based on the information available it is not possible to determine a possible root cause for the failure; however, it is most likely that the cause of the screw loosening is significantly influenced by an insufficient lubrication after maintenance, which would lead to a higher friction between the parts and therefore the screw could loosen. There are no indications of a systemic failure. Corrective / preventive action(s): not applicable.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The screw fell out; in was found in the patient's body.